Manufacturer narrative:
Additional information in following fields- b4: date of this report, d9, h3, g3: date received by manufacturer, h6: evaluation codes. Corrected data in following fields -d2: common device name, g1: contact office. The spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on april 15, 2025. The compliance data indicates the unit treated for 0 days 22 hours and 47 minutes. Review of the DHR indicates that unit was manufactured on december 9, 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 15.3 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.00 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID os-c001066 with calibration due on april 5, 2026; and tf1930 s/n (B)(6) with a calibration due date of june 16, 2025. Test/inspections were completed by the quality department on may 06, 2025. The failure was not confirmed for the reported condition of the "increased blood pressure". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "increased blood pressure". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends.

Event description:
It was reported that wearing the bone stimulator was causing the patient¿s blood pressure to rise. The patient stated that he wore the unit a couple of nights and his blood pressure was very high. The patient stopped wearing the unit and checked his blood pressure and it was normal. The patient wore the unit for 8 hours. The patient called the doctor and was prescribed more blood pressure medication. The patient was advised to conduct a timed test once he gets the medication. The patient also noted that he was wearing compression socks that ¿balloon up¿ because he is sitting all day. It was later reported that the patient continued to have an issue with his blood pressure rising. The medication prescribed by the doctor normalized the patient¿s blood pressure but then it shot back up when the patient was treating with the device. The patient¿s doctor said that the stimulator may be contributing to the blood pressure issue but was not sure. The second and third time the patient wore the stimulator it was only for a couple of hours. The patient stated that he cannot wait for his blood pressure to get too high as his ears will start ringing. The patient wanted to try using the stimulator a few more times to see if the issue continued. It was later reported that the patient would be discontinuing treatment per the doctor¿s recommendation because his blood pressure continued to rise while treating. The patient¿s wife stated the patient tried using the device 3 to 4 times. No further information was provided.

Manufacturer narrative:
B3: the event date has been estimated. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that wearing the bone stimulator was causing the patient¿s blood pressure to rise. The patient stated that he wore the unit a couple of nights and his blood pressure was very high. The patient stopped wearing the unit and checked his blood pressure and it was normal. The patient wore the unit for 8 hours. The patient called the doctor and was prescribed more blood pressure medication. The patient was advised to conduct a timed test once he gets the medication. The patient also noted that he was wearing compression socks that ¿balloon up¿ because he is sitting all day. It was later reported that the patient continued to have an issue with his blood pressure rising. The medication prescribed by the doctor normalized the patient¿s blood pressure but then it shot back up when the patient was treating with the device. The patient¿s doctor said that the stimulator may be contributing to the blood pressure issue but was not sure. The second and third time the patient wore the stimulator it was only for a couple of hours. The patient stated that he cannot wait for his blood pressure to get too high as his ears will start ringing. The patient wanted to try using the stimulator a few more times to see if the issue continued. It was later reported that the patient would be discontinuing treatment per the doctor¿s recommendation because his blood pressure continued to rise while treating. The patient¿s wife stated the patient tried using the device 3 to 4 times. No further information was provided.